Manufacturer narrative:
(B)(4). The occurrence date was updated to (B)(6) 2015. The lot number was reported as being either sr14k19028 or sr14l0615. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The lot number was determined. All codes were replaced. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and backflow testing was performed with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo interlink sets tubing was perforated resulting in a reflux of the patient's blood into the tubing. The tubing was changed out. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.